Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned device shows signs of use and wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates there is suspected medial tibial plateau fracture with faint lucency at the tibial implant cement-bone interface. Bone quality is osteopenic. The implant appears slightly subsided posteriorly and medially and may be loose. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: e1 vngd as tib brg 10x67 catalog # ep-189040 lot # 987990; vngd ti fem cr 67.5mm lt catalog # cp113621 lot # 863110; biomet I-beam pri stem 40mm catalog # 141310 lot # 231830. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to fracture of tibia plateau. Attempt for further information has been made, but no further information has been provided.